Event description:
This lead was implanted 2007 and explanted on 2011 due to a product performance issue. The lead dislodged. This was confirmed via chest x-ray. The physician was dr. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)